Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the buttons are becoming unresponsive, requiring multiple pushes , to push harder, and also sometime scrolls ahead. The pump is worn attached to a belt and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that the contrast and up keys intermittently respond and require excessive force to activate. The keypad was removed to investigate and there was visible contamination under the down, contrast and up key contacts.unrelated to this complaint, the pump booted with pinkish contrast faded display screen. The pump cover was removed to replace screen and the pump booted to normal contrast with replacement screen.